Event description:
Customer reportedly obtained results of 15.5 mmol/l, 4.8 mmol/l, and 11.7 mmol/l on the active system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system for evaluation.